Event description:
It was reported that the customer experienced intermittent blood glucose fluctuations. Suspected cause was due to the customer¿s settings requiring adjustments. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer consumed carbohydrates and gave a manual injection to address bg. The customer also experienced a low blood glucose (bg) level of 42 mg/dl. Customer consumed carbohydrates to address low bg.